Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not conducted". The patient's past medical history included abdominal pain upper. Concurrent conditions included overweight. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant / hysterectomy (partial) and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia, dysmenorrhoea, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received - new event "abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), fatigue, lower abdominal pain, weight gain and essure confirmation test did not conducted" were added. New reporter were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not conducted". The patient's past medical history included abdominal pain upper. Concurrent conditions included overweight, biliary tract disease, bowel obstruction, urinary tract infection and chest pain. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant / hysterectomy (partial) and oophorectomy).essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia, dysmenorrhoea, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy of date of removal: (B)(6) 2014. Pelvic inflammatory disease was reported as differential diagnosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: medical record received:event pid and reporter added. Concurrent condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not conducted". The patient's past medical history included abdominal pain upper. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant / hysterectomy (partial) and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia, dysmenorrhoea, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy of date of removal: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not conducted". The patient's past medical history included abdominal pain upper. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant / hysterectomy (partial) and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia, dysmenorrhoea, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy of date of removal: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received:product lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.